Event description:
The facility's clinical engineer reported an infusion pump with a 550:320:844. The clinical engineer did not know if these failures occurred during patient use, but stated that there was no report of patient injury or medical intervention resulting from these failures. No additional contact information was available. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.